Event description:
It was reported pt apparently fell and dislocated their bi-polar hip. Pt was taken to medical center where the surgeon attempted a closed reduction. X-rays showed that the bi-polar head had disassociated from the stem. The two pieces could be put together and taken apart without the use of the bi-polar key. Identical implants were put back in and incision closed.